Event description:
It was reported that the procedure was to treat a moderately calcified lesion in the left anterior descending artery. The 3.0 x 12 mm trek balloon was advanced, but could not cross the lesion. The 2.5 x 15 mm trek balloon was then advanced, but also could not cross the lesion. A new mini trek was used successfully for dilatation. The 2.5 x 15 mm trek balloon was then advanced with some resistance noted. The balloon was inflated to 16 atmospheres (atm) for the first inflation; however, the balloon ruptured. The 2.75 x 12 mm nc trek was then advanced with some resistance noted. The balloon was inflated the first time to 16 (atm), but also ruptured. A mini trek was advanced and inflated successfully. The 2.5 x 12 mm trek balloon was then advanced, but could not cross to the lesion. A 2.0 x 6 mm cutting balloon was used and further dilatation was performed. Another cutting balloon was used and a vision stent was implanted successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Above rated burst pressure (rbp). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the lot number was not reported. It should be noted that the instruction for use (IFU) warns: balloon pressure should not exceed the rbp. Based on the information reviewed, there is no indication of a product deficiency. The 2.75 x 12 mm nc trek balloon catheter referenced is being filed under a separate medwatch MFR number.